Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The nxstage one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Possible harmful conditions include, but are not limited to venous disconnects, inadvertent fluid administration, or excessive ultrafiltration. The cartridge was not retained for investigation and the log files were not sent for review. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction.

Event description:
The patient sustained blood loss on (B)(6) 2016 and it was found that his treatment needle became dislodged. The patient received two units of blood at the hospital. The nurse retrained the patient on the procedure to securely tape his needle site.